Event description:
Customer called to report a centrifuge bowl leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer reported centrifuge bowl bottom completely broken; all blood went into whole centrifuge chamber and bottom and filled the centrifuge bag as well. Service requested to clean the centrifuge system and to replace the bag and centrifuge cover. Customer did not return product for investigation but provided some photos for evaluation.

Manufacturer narrative:
Batch record review of lot a764 was conducted. There were no non conformances related to this event type. Lot met release requirements. Complaints lot review conducted and no additional complaints for centrifuge bowl leak were reported to date for this lot. No trends detected. Service order (B)(4) completed on: (B)(4) 2013. Customer reports problems with a leak in the centrifuge. Modules checked. Installed new centrifuge and performed adjustment. Checkout procedure executed and the device is operating within the required specification. Service report created and given to the customer. Photo evaluation: a very large crack in the base of the bowl was observed in the photos provided by the customer. The vacuum chuck in the centrifuge could potentially cause stress in the bowl when the centrifuge is spinning and that stress could potentially cause cracks in the base of the bowl such as this one. The assessment is based on info available at the time of the investigation. Neither the kit nor the smart card were returned for investigation. The investigation was performed based on the photographs provided by reporter. A crack in the base of the bowl was observed; however, no root cause could be determined based on photographs investigation. (B)(4).